Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that they did a pocket revision case as a result of patient weight loss which cause the ins to lay on the 12th rib and cause the patient pain. Additional information was reported that per the md the goal was to move the device away from the 12th rib and the md stated on the x-ray she feels like that was accomplished.